Event description:
It was reported by the customer's biomed that the plate from the device's adult paddle assembly had come loose. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control provided customer with the part number and price for a replacement hard paddle assembly. The removed assembly will not be returned to physio-control for eval. The root cause of the reported failure cannot be determined.